Event description:
It was reported that the patient was experiencing frequent ipg charging. It was also noted that the patient was experiencing overstimulation and undesired stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred two months ago from the appointment date (B)(6) 2022.